Event description:
Patient reported left side "bacterial infection". Healthcare professional reported left side removal/replacement of textured for smooth implants. Patient representative additionally reported significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, physical pain and suffering. The events of "adulterated silicone particles in their bodies, cellular damage, and subcellular damage" have been deemed not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (early onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).